Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that both leads dislodged and were unable to be repositioned. The leads were replaced.